Event description:
The patient's moth reported that she believes the infusion device does not deliver enough insulin. The patient experienced elevated blood glucose of 514 mg/dl on (B)(6) 2012. She switched to another infusion device and blood glucose decreased (120 mg/dl). The patient did not require treatment from a health care professional or second party to address the issue. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Manufacturer narrative:
The complaint cannot be verified, the product meets the specification regarding the customer's allegation. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. The problem mentioned by the customer could not be reproduced.